Event description:
During analysis, when tech went to insert stopper back into the tube, top of tube broke off cutting the tech's finger. Source of blood was non-infectious. No medical intervention required.